Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated superficially and was causing significant pain. The patient was prescribed by the physician to use lidocaine patches over the ipg pocket. The patient will undergo a revision procedure.

Event description:
It was reported that the patients ipg had migrated superficially and was causing significant pain. The patient was prescribed by the physician to use lidocaine patches over the ipg pocket. The patient will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure and was doing well postoperatively. The ipg remains implanted in the patients body.